Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge displayed multiple inaccurate fill estimates intermittently. Reportedly, the customers insulin gauge displayed a value of 408 units then would drop down to 0 units after the cartridge was filled with 450 units. There was no reported adverse impact to the customer's blood glucose. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. Reportedly, the customer had manual injections for alternate insulin therapy.